Event description:
It was reported, during a routine office visit. That the pacemaker device and non-boston scientific right ventricular (rv) lead exhibited, pacing inhibition/asystole for 1 second. And noise, on the rv lead channel. The noise could be recreated with myopotential movements, specifically moving her right arm across her body (device on the right side). Pocket manipulation did not re-create any noise. The patient reported, having some dizziness. The physician reported, adjusting the rv sensitivity from 0.6mv to 3.5mv to assist in preventing oversensing. Testing movements, after the adjustment was successful and showed no noise. And no pacing inhibition. Advised patient to return in approximately (B)(6) months for a recheck. The device system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).